Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing pipeline flex treatment of a ruptured, fusiform cerebral aneurysm. The aneurysm max. Diameter was 5.1mm and neck diameter was 3mm. The landing zone artery size was 3.5mm distal and 4.5mm proximal. Vessel tortuosity was described as normal. The pipeline flex was prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex did not open on the distal end. Less than 50% of the braid had been deployed when the issue was observed. The pipeline flex was not positioned in a bend. The pipeline flex was resheathed less than two times, then removed from the patient. Afterward, a new flow diversion device was used to complete the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex braid was returned for evaluation. As received, the distal end of the braid appeared not opened due to damage; the proximal end of the braid was found fully open with moderate fraying. Based on the analysis findings, the report of pipeline flex failure to open on the distal end was confirmed. However, the event cause and the cause of damage could not be determined. Possible contributing factors of ¿failure to open at the distal end¿ include patient tortuous anatomy, damaged braid and deployment of the braid on a bend. No evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot ential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.